Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the physician reports that they do not like how stiff the vaginal y mesh is when compared to the boston scientific mesh. The boston scientific mesh is softer, much more compliant, sticks to the tissue better when she is holding it down & placing a stitch through it and does not tear as easily when pulling on it. The vagina is also really stiff after placing the coloplast y-mesh. She is the one doing the postoperative pelvic exams, the stiffness is noticeable. A lot of patients with pelvic pain, pain with sex, etc. Because of this.